Event description:
It was reported to philips that the v2 reading was intermittent while utilizing the 12 leads. It was also noted that while a reading was displayed, a false v-tach was printed. The customer attempted to switch lead sets but stated that the device would then fail to read any 12 lead measurements at all. There was no reported patient involvement/adverse patient impact.